Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal abrasions between the shock coils at 7.2-9.9cm, where the re conductor was visible, and 7.9- 8.9cm, where the rv conductor was visible, and 17.8-17.9cm from the distal end, below the svc shock coil where the re conductor was visible. The cable's etfe insulation was not abraded at any of the internal abrasion locations.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up. The electrical function of the lead was tested and reviewed; electrical anomalies were noted, including variation in low voltage (trending upwards, up to 1700 ohms). A review of the fluoro image showed that the conductors appear to be externalized. The lead was explanted.